Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 246 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 173 and 185mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is most concerned with the result of 246 mg/dl fasting, which he states "is too high" and that he has never had a blood reading that high in his life.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 246 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 173 and 185mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 209 mg/dl (B)(6) 2016 07:46 am fasting: yes; 214 mg/dl (B)(6) 2016 07:45 am fasting: yes; 158 mg/dl (B)(6) 2016 09:12 am fasting: yes; 120 mg/dl (B)(6) 2016 01:26 pm fasting: yes; 246 mg/dl (B)(6) 2016 07:36 am fasting: yes. The customer is most concerned with the result of 246 mg/dl fasting, which he states "is too high" and that he has never had a blood reading that high in his life.